Event description:
It was reported to philips that the led power indicator light doesn't work. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty led indicator on the front case assembly. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the led indicator on the front case assembly. The front case assembly was replaced and the device passed all subsequent testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device had a battery failure. There was no patient involvement.